Event description:
It was reported that the patient's right atrial (ra) lead was attempted but not used due to placement difficulty. There was also a clot on the helix of the lead that could not be flushed out. Another ra lead was implanted. The patient is part of the(B)(6) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).